Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found foreign object inside nozzle. Additional findings include the following: the air supply volume / air supply volume / and the water removal ability did not meet the standard value due to the clogging of the nozzle, the bending angle in the up direction did not meet the standard value due to wear of the angle wire, the plastic distal end cover had a scratch, the adhesive around the light guide lens was peeled, the adhesive around the objective lens was peeled, the scope connector cover unit had a scratch, the protector of the universal cord on the scope connector side had a scratch, the universal cord had a scratch, the grip had a scratch, the paint on the suction cylinder was peeled, the scope cover had a scratch, the switch box had a scratch, switch 1 had a scratch, the forceps elevator lever / knob had a scratch, the up / down / right / left knobs had a scratch, the control unit had a scratch, the adhesive on the bending section cover had a chip, the play of the up / down knob was out of the standard value due to wear of the angle wire, and the connecting tube had a scratch / wrinkle. The cleaning, disinfection, and sterilization (cds) was performed by the customer before sending it back the customer cleaned, disinfected and sterilized the device before sent to olympus. It is unknown that the foreign material was, it is unknown if there was a delay in the start of precleaning. The air/water nozzle was flushed with air and water, it is unknown if there were any abnormalities in the accessories used for reprocessing, it is also unknown if the endoscope was immersed in detergent solution, it is unknown if the air/water nozzle was wiped/brushed with clean lint-free cloths, brushes, or sponges, it is unknown if the air/water nozzle was flushed with detergent solution. Lastly, there is no record of concerns about reprocessing. A device history review revealed DHR of the subject device was reviewed and it was confirmed that the device was shipped in conformity with specifications. It was confirmed that although non-conformity was recognized for the subject device in manufacturing, it was shipped in conformity with specifications. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, the foreign material could not be identified but was likely caused by insufficient cleaning. However, a definitive root cause could not be determined. The root cause of the foreign material remaining in the subject device was unable to be specified. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: "instructions for gif/cf/pcf-290 series, operation manual, chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. Instructions for gif/cf/pcf-290 series, reprocessing manual, chapter 5 ¿reprocessing of the endoscope (and related reprocessing accessories)¿ describes how to prevent the subject event." Olympus will continue to monitor the field performance of this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign object inside the nozzle. There were no reports of patient involvement.